Event description:
Pulpdent corporation manufactures a dental product, which is a resin cement, for a distributor in (B)(4), under the distributor's private label. The distributor provides secondary packaging, including instructions for use and other regulatory documentation in (B)(4). Our distributor informs us that a dentist alleges that, over a 13 month period, some of her pts experienced persistent dental sensitivity after cementation of metal-based crowns and bridges with resin cement. About 20 pts required the dentist to replace the crowns. Two pts required root canal treatment. Pt specifics with regard to gender and age were not provided by the dentist. Also not provided was information as to the specifics of the procedures and other materials used. The dentist re-cemented the restorations using a different product. To date, the pts are doing fine. The product used in this incident was not returned and no lot number was provided. Therefore, no evaluations can be conducted. No similar complaints concerning the resin cement have been reported in the 10 years since it was first marketed. Our distributor in (B)(4) contacted the dentist to attempt to get more detail about the batches of material used, her technique and the pts' dental histories. Our distributor also went over the instructions for use with the dentist. She offered only that the instructions were not totally clear to her, but no other details about the incidents. From consultation with our chemist and clinician advisors, possible causes of persistent dental sensitivity include over-preparation or over-drying of the tooth prior to cementation (B)(4), incomplete polymerization due to improper mixing or timing, and failure to maintain positive pressure on the crown for two minutes after crown seating. The above investigation indicates that these incidents are isolated events that occurred as a result of a user/technique-related issue and are not due to product failure or malfunction.